Event description:
The hcp reported the patient was experiencing withdrawal symptoms of increased pain and cold sweats. Xrays and a dye study were done. The results were not reported. The pump was explanted and replaced and returned to the manufacturer for analysis. The catheter was explanted and replaced due to a break tear, or hole. The patient outcome was reported as "pain well releived."

Event description:
Additional information from the hcp reports the dye study showed "disconnected at metal connector". The pt's withdrawal symptoms were treated with supplemental oral narcotics.